Event description:
It was reported that a large volume infusor over infused during patient infusion. The device was filled with fluorouracil 4100mg in 230ml of 5% dextrose. The expected infusion duration was 46 hours; however, the infusion completed in 30.5 hours, approximately 15.5 hours earlier than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.